Event description:
It has been reported to philips that the system did not emit x-rays. The patient was moved to another system. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.